Event description:
Material manager reported from anethesiologist that male luer piece slips out from the intravenous catheter during patient use. No injury, blood loss or medical intervention was required. Although attempts have been made by baxter to obtain specific information, no additional data was available.